Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete.

Event description:
It was reported that the maestro drill with handswitch experienced unintentional activation and ran in safe mode during device evaluation at the manufacturing facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
It was reported that the maestro drill with handswitch experienced unintentional activation and ran in safe mode during device evaluation at the manufacturing facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
During failure analysis, the reported event of the device running in safe mode was confirmed. The device had a damaged o-ring on the needle valve and a bent needle valve. Damage to the o-ring can cause the needle valve to stick, keeping the device activated in safe mode. The needle valve sticking can cause it to bend, also contributing to the event of run on.